Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 3 months following the implant of a transcatheter valve, the patient experienced dyspnea on exertion. Approximately 7 months following these symptoms, the valve failed due to aortic stenosis, and treatment was required. Additional information was received to report a computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. No treatment has been decided yet.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 3 months following the implant of a transcatheter valve, the patient experienced dyspnea on exertion. Approximately 7 months following these symptoms, the valve failed due to aortic stenosis, and treatment was required. Additional information was received to report a computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. No treatment has been decided yet. Additional information was received that prior to the implant of this transcatheter valve, the patient was only able to ambulate 50 feet; however, this resolved after the transcatheter aortic valve replacement (tavr) procedure with no limitations. The patient had a mild case of covid since the original tavr and two knee surgeries but denied any other illnesses or infections. The patient was doing well up until approximately 4 years and 2 months following the tavr when the patient had a respiratory exposure and severe dyspnea on exertion which improved with steroids. The patient recently re-developed dyspnea on exertion and limited to ambulating 200 feet. Additionally, an elevated gradient was observed and the patient was treated with oral anticoagulation (oac) without improvement of gradients. The patient did not have any lower extremity edema, chest pain or syncope. Subsequently, the patient was referred to consider a valve-in-valve tavr procedure with plan for CT surgical evaluation. It was noted that there was no indication or hint of pannus or thrombus formation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 3 months following the implant of a transcatheter valve, the patient experienced dyspnea on exertion. Approximately 7 months following these symptoms, the valve failed due to aortic stenosis, and treatment was required.

Manufacturer narrative:
Updated data: b2. B3. B5. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 3 months following the implant of a transcatheter valve, the patient experienced dyspnea on exertion. Approximately 7 months following these symptoms, the valve failed due to aortic stenosis, and treatment was required. Additional information was received to report a computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. No treatment has been decided yet. Additional information was received that prior to the implant of this transcatheter valve, the patient was only able to ambulate 50 feet; however, this resolved after the transcatheter aortic valve replacement (tavr) procedure with no limitations. The patient had a mild case of covid since the original tavr and two knee surgeries but denied any other illnesses or infections. The patient was doing well up until approximately 4 years and 2 months following the tavr when the patient had a respiratory exposure and severe dyspnea on exertion which improved with steroids. The patient recently re-developed dyspnea on exertion and limited to ambulating 200 feet. Additionally, an elevated gradient was observed and the patient was treated with oral anticoagulation (oac) without improvement of gradients. The patient did not have any lower extremity edema, chest pain or syncope. Subsequently, the patient was referred to consider a valve-in-valve tavr procedure with plan for CT surgical evaluation. It was noted that there was no indication or hint of pannus or thrombus formation. Additional information was received that prior to the implant of this transcatheter valve, the patient had a pre-existing mean gradient of 52 millimeters of mercury (mm hg). Postoperative day one, a mean gradient of 23 mm hg was observed. Approximately 4 years and 9 months following the implant of the valve, the mean gradient was 57 mm hg. The patient's aortic valve leaflet calcification and aortic valve calcium score of 151 were noted as contributing factors to the high gradient. Approximately 4 years and 11 months following the implant of the valve, the patient presented to the emergency department with sudden dyspnea and was admitted. Approximately one week later, the patient underwent tavr explant and aortic valve replacement with a bioprosthetic valve, coronary artery bypass graft (CABG) x2 and left atrial appendage ligation. During the tavr explant, the transcatheter valve appeared poorly expanded with pinwheel leaflets that were calcified at the non-right commissure, and the valve was implanted deep into the left ventricular outflow tract (lvot).